Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to the biomedical engineer that the external pulse generator (epg) does not pace properly in ddd mode. The light emitting diode (led) blinked, but there was no output. The biomedical engineer reported not getting an output reading when testing the epg. It did not pace in the ddd mode. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the main printed circuit board (pcb) was out of electrical specification causing battery removal test failure, the lower case was broken, one side bail cover was broken, one case screw was missing, the battery contacts were compressed, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that a defective capacitor component caused the battery removal test failure.